Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing rib/abdomen stimulation that was isolated on the left side. Upon further investigation the patient's lead had slightly migrated, which was confirmed via x-ray. Surgical intervention took place where the lead was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.